Event description:
In 2005, a charite artificial disc was placed at l-5 s-1. At 6 to eight month's post-op, pain in the lower back, in the same l-5/s-1 positon returned. I have pain now worse than it was before the operation. I also have pain at the point of entry below the belt. I cannot urinate normally, I have pain when I bend front or back. L also cannot consummate sex. I don't work because I can't perform the required duties, I walk with a cane. Dates of use: permanent implant in lower back, diagnosis or reason for use: l-5 s-1 degeneration, l.b. Pain form (p.d.o.)